Event description:
It was reported that patient presented in clinic with complaints of dizziness. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The lead was explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.